Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was patient use associated with the reported event. Medical personnel were attempting to monitor the patient, an elderly female, when the reported issue occurred. A backup device was obtained and used to provide care. The patient survived the reported event and there were no adverse effects reported as a result of the reported issue. The customer advised that there were no further details about the patient were available.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control observed that the device was unable to complete the initial boot-up cycle in order to power on. Physio-control replaced the system pcb assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was that the single board computer (sbc) portion of the assembly was inoperative.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was patient use associated with the reported event. Medical personnel were attempting to monitor the patient, an elderly female, when the reported issue occurred. A backup device was obtained and used to provide care. The patient survived the reported event and there were no adverse effects reported as a result of the reported issue. The customer advised that there were no further details about the patient were available.